Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.